Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that there was no issue with a motor stall. The stall occurred during a normal MRI operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (20mg/ml a t 3.850) and bupivacaine (20mg/ml at 3.850) via intrathecal drug delivery pump. The indication for use was not noted. It was reported in the pump logs that a motor stall had occurred on (B)(6) 2017 at 16:16. The motor stall recovered at (B)(6) 2017 at 16:51. No symptoms were reported. There were no further complications reported at this time.